Manufacturer narrative:
The device was implanted on (B)(6) 2017 and explanted for rrt on (B)(6) 2024. The device remained implanted for 75,6 months (6,3 years). The provided follow-up data were analyzed, and the estimation of the longevity was performed. No historical follow-up data have been provided; therefore, the estimation of the overall longevity has been performed based on the data available on the day of the explantation when the device had already switched to rrt: no data on atrial pacing programming and percentage and no data on ventricular pacing percentage. Based on the ventricular available data and taking into account no atrial pacing and 100% ventricular pacing percentage since the subject device implantation (worst case scenario), the expected overall longevity is estimated at ¿ 100,6 months. The implantation duration was 75,6 months which is higher than 75% of the estimated overall longevity (75% of 100,6 months = 75,3 months). Based on hrs guidelines, no premature battery depletion is suspected. Upon reception, the device paces, detects and consumes correctly and electrical tests were normal. Based on the available data and on the analysis of the returned device, no premature battery depletion is suspected on the subject pacemaker. No further issue is suspected on the subject pacemaker. This case is retained and utilized for trend purposes.

Event description:
Reportedly, early battery depletion is suspected (the programmed pulse duration is 1.00ms).

Event description:
Reportedly, early battery depletion is suspected (the programmed pulse duration is 1.00ms).